Event description:
It was reported to philips that the device fails the operational check. The device was reported to be in clinical use, but functional testing can only occur outside of patient use, therefore, there was no patient involvement. The customer worked with the technical support representative. The device was determined to need a battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered to customer. No further evaluation is warranted at this time.